Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose peaking at 363 mg/dl and later measuring 302 mg/dl, in the context of observed insulin leakage when disconnecting the cartridge; the user performed multiple supply changes and was using an inset infusion set, and the issue was associated with the connector/coupler. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a fluid leak, localized to the connector/coupler. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.